Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the customized instrument. The extended osteotome broke in half during a lumbar fusion procedure. There was no surgical delay. There was no patient harm or intervention required. It was stated that there had been no corrosion noted and type of sterilization used was 275/10/40 prevac.

Manufacturer narrative:
No pictures were available and the product had been discarded by the facility. A failure analysis is not possible as limited information has been provided (such as a lot/serial number). Per the manufacturer there have been no noted previous repairs and there is only one version of the reported device. A complete analysis is not possible at this time.